Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that cardiosave intra-aortic balloon pump (iabp) balloon has moisture which isn't suppose to occur. No injury or harm reported.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, e2, e3, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h9, h11. Corrected field: h6 medical device ¿ problem code. A getinge fse was dispatched to evaluate the unit. He states that customer requested the check out of the unit to verify there are no issues with it because they saw condensation in the catheter, he disassembled the unit checked the nafion tubing behind the patient interface module for any signs of moisture buildup and there was none. Then he removed the pneumatic module and checked the pressure and vacuum reservoir for any buildup of moisture inside them. All was good, he checked all tubing going to and from the pneumatic module for any signs of moisture and all was good. There is no indication of moisture inside of the unit reassembled the unit ran the unit through a full calibration and functionality test, and the unit meets factory specifications. Then he ran the unit on a trainer and a test balloon for approximately 45 minutes and there was no sign of any moisture in the catheter or catheter extender, at this point the unit works as it should and meets factory specifications and was returned to customer for use.